Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter would not power on with either the power button or test strip insertion. The patient claimed he had replaced the battery correctly, the test strips were correct, the battery contacts were in good condition, the meter was new (out-of-the-box), and the meter had suffered no misuse. The patient did not experience any symptoms of high or low blood glucose levels, and he did not seek any medical attention. He meter was replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.